Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, the device was unable to be interrogated. Technical support was contacted and suggested to turn magnet response off or download the firmware. The physician turned off the magnet response on the device and the device functioned normally. At a following in-clinic interrogation, the same error message appeared and the device was unable to be interrogated. Device firmware upgrade is anticipated. The patient was stable.